Event description:
A report was received that the patient had difficulty charging ipg and was not getting adequate stimulation. Overstimulation was also noted on the ipg. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively.

Event description:
A report was received that the patient had difficulty charging ipg and was not getting adequate stimulation. Overstimulation was also noted on the ipg. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-1160, sn: (B)(4). Device evaluation indicated that the device passed all tests performed and revealed no anomalies.